Event description:
It was reported that a patient with a 25mm 7300tfx mitral valve is being considered for a valve-in-valve procedure after an implant duration of eight (8) years, seven (7) months due to endocarditis, several small vegetations, calcification, thickened leaflets, leaflet motion restricted, increased gradient, severe stenosis. The patient presented with symptoms of heart failure nyha class IV - progressive dyspnea with little to no exertion and le edema.

Manufacturer narrative:
H11: additional manufacturer narrative: updated section b5. H11: corrected data: based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 7300tfx mitral valve is being considered for a valve-in-valve procedure after an implant duration of eight (8) years, seven (7) months due to stenosis. No other details provided.

Manufacturer narrative:
H11: additional manufacturer narrative: updated section b5. H11: corrected data: based on the additional information obtained, this event is considered reportable, and this correction is being submitted.

Event description:
It was reported that a patient with a 25mm 7300tfx mitral valve was placed under evaluation for valve-in-valve procedure after an implant duration of eight (8) years, nine (9) months due to calcification, thickened leaflets, restricted leaflet motion, increased gradient and severe stenosis. The patient presented with symptoms of heart failure nyha class IV - progressive dyspnea with little to no exertion and le edema.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections g3, h6 (investigation findings, investigation conclusions). Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years and patient history of coronary artery bypass graft, hyperlipidemia, coronary artery disease, diabetes mellitus, chronic kidney disease and hypercholesterolemia. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not suspected or confirmed through investigation, no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. H11: corrected data: corrected sections b5, b7, h6 (health effect - impact code, health effect - clinical code, device code).

Event description:
It was reported that a patient with a 25mm 7300tfx mitral valve was placed under evaluation for valve-in-valve procedure after an implant duration of eight (8) years, nine (9) months due to significant calcification, thickened leaflets, restricted leaflet motion, increased gradient and severe stenosis. The patient presented with symptoms of heart failure nyha class IV - progressive dyspnea with little to no exertion and le edema. Received patient status from customer - patient never had intervention done and expired.